Manufacturer narrative:
The device history records for radiesse lot 1012281 was reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted; there are no other adverse events reported for this device lot. Injection of radiesse dermal filler in the nose is an off-label use. During a follow-up, it was reported that the pt's symptoms have begun to resolve and the area infected has started to dry out.

Event description:
The physician injected a pt with 0.4cc radiesse dermal filler in the nasal bridge and tip of the nose on (B) (6) 2010. Over the weekend, the pt developed an occlusion or an infection. The pt was started on a series of antibiotics; cipro, depomedrol, rocephin and topical bactroban. The pt has had previous radiesse injections in the same area, in which the physician was adding a little more product each time to create a "(B) (6)" nose. The pt has never experienced infection previously.